Event description:
Procedure type: lap ventral hernia repair. According to the reporter: balloon ruptured in pt and space maker balloon failed to deploy. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. Nothing fell into the pt's cavity.

Manufacturer narrative:
(B)(4).